Manufacturer narrative:
Additional information was provided that the field service representative adjusted the gear pump pressure, changed the sample probe, and adjusted the rinse / detergent levels. The customer changed the photometer lamp. A specific root cause could not be determined as several maintenance activities occurred. Since the maintenance, no further issues have been reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable phos2 phosphate (inorganic) ver.2 results for five patient samples. The samples were repeated on another cobas c502 analyzer. (B)(6). The initial results were reported outside the laboratory and corrected reports were sent about one hour later. The customer could not say if any action was taken based on the results. No adverse event was reported. The reagent lot number was 16062301 with an expiration date of (B)(6) 2017. The customer ran qc which was in range and removed the affected cassette. The field service representative found there were misadjusted (low) cell rinse levels causing the cells to not get properly cleaned. He adjusted the cell rinse water levels, checked the water pressures, checked the water flow rate on the probes for proper volume dispense, and checked the alignments. All adjustment pressures and volume dispense passed. He performed a mechanism check and precision testing with results within guidelines. The customer ran qc.